Manufacturer narrative:
Unit passed rewind test, basic occlusion test, prime test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. Unable to verify the motion sensor test failure alarm due to motor error alarm. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump received insulin pump error alarm and the insulin pump was not able to rewind. The customer¿s blood glucose level was 61 mg/dl. The customer¿s mother declined troubleshooting for low blood glucose level. The displacement test could not be performed. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.